Event description:
It was reported that the biventricular assist device (bivad) patient had flow of 0 liters per minute (lpm) in their right ventricular assist device (rvad) due to thrombus. It was unknown if the initial event was pump thrombus ingestion or primary outflow graft thrombus. A review of the log files by technical services found multiple strings of consecutive low flows on (B)(6) 2022 from 05:55 - 16:22. The event log file also displayed transient low speed advisories and low flow alarms on (B)(6) 2022 at 04:22 due to a momentary change in the pump set speed. The low speed advisory was due to fixed speed being less than the low speed limit. The low flows found in the log file were likely related to the reported outflow graft obstruction. Additional review of the log files found some rotor instability detected upon initial onset of the low flow event (~13:00 on (B)(6) 2022) and on a couple occasions thereafter. This was potentially indicative of an occlusion to the center eye of the rotor, which would result in no flow through the pump, and the pump parameters would be indistinguishable from those of an outflow or inflow graft occlusion. The pump set speed was momentarily changed from 4600 revolutions per minute (rpm) to 3900 rpm to 4600 rpm on (B)(6) 2022 at 12:19 - 12:20, 13:20 - 13:21 and 16:22 causing a slight decrease in pump power towards the end of the file. The log files also included 119 pulsatility index (pi) events that occurred on (B)(6) 2022 at 03:30 through 12:57 on (B)(6) 2022, as well as sustained low flows from 06:45 on (B)(6) 2022 through 12:38 on (B)(6) 2022. The rvad was turned off. On (B)(6) 2022, the patient underwent heart transplantation.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6)identified an ingested deposition in the pump rotor. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to low flow alarms that were confirmed through the evaluation of the submitted log files. Evaluation of the log files confirmed that on 08oct2022, the flow mean decreased from approximately 3.9 lpm to 0 lpm. During this time there were also fluctuations in rotor displacement and rotor noise from 44-136 um, and 8-72 um, respectively. The low flow events combined with the fluctuations in rotor displacement suggest that that the thrombus was ingested into the device. (B)(6) was returned assembled with the pump cable severed approximately 8 inches from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 3 inches of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the textured, blood contacting surface of the pump cover interior revealed that the coagulated blood that had been found in the pump outflow was attached to tissue that was in the cutwater and rotor. Visual inspection of the pump rotor revealed a red, tissue-like deposition that was occluding the eye, and vanes of the rotor. The exact origin of the thrombus and when it was ingested were inconclusive but its structure and lack of laminated layering, combined with the fluctuations in rotor displacement in the downloaded lvad event log file, suggest that it was ingested into the device. This rotor thrombus would have contributed to the lower flow values. Upon removal of the deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.